Event description:
It was reported that the tip is worn. No patient complications were reported

Manufacturer narrative:
(B)(4). The device was returned for evaluation. "1.5mm of the tip of the driver is broken off". This is the same amount that interfaces with the screw. The tip appears to have been overload while being turned counter clockwise. A review of the device history records did not identify any applicable nonconformance to specification.